Manufacturer narrative:
Work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2, -14.5/5.0/074 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6) 2023. Excessive vault was observed. Pressure controlled with oral and topical medications. Lens remains implanted.

Manufacturer narrative:
Additional information: b5: the reporter indicated that the surgeon implanted a 13.2mm vticmo13.2, -14.5/5.0/074 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6) 2023. Excessive vault was observed. Pressure controlled with oral and topical medications. Lens explanted on (B)(6) 2023. In a separate surgery that same date the lens was replaced with a shorter length lens. This resolved the problem. Claim# (B)(4).